Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes is overfilling. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubes are overfilling, past the inner etched line in tube.

Manufacturer narrative:
H.6 investigation summary material #: [363083]. Lot/batch #: [3074227]. Bd had not received samples or photos for investigation. Therefore, [100] retention samples from bd inventory were inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes is overfilling. The following information was provided by the initial reporter. The customer stated: it was reported by customer that the tubes are overfilling, past the inner etched line in tube.